Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed and a 24mm watchman flx laa closure device was implanted. Two hours post implant, the patient experienced chest pain. A transesophageal echocardiogram (tee) was performed and a circumferential pericardial effusion was noted. The patient was taken to the catheterization lab and a pericardiocentesis was performed to drain the pericardial effusion. One day post procedure, another tee was performed, and no additional fluid was noted. The patient fully recovered and was discharged from the hospital two days post procedure.